Event description:
It was reported that after placement of a left ventricular assist device (lvad), the left ventricular (lv) lead impedance dropped. It was also reported that the lv capture management (lvcm) threshold values had increased. The lvcm was turned off and the threshold with a safety margin was programmed for the time being. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products; 5076 implantable pacing lead 2005 (B)(6); 6947 implantable defib lead 2011 (B)(6). (B)(4).